Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the pump displays e4 (occlusion) error message often in the night with the cannulas from this box. Caller reported on (B)(6) 2014 the patient's blood glucose level was 270 mg/dl at 2 am; took correction via the pump. Caller stated the pump displayed an e4 and the parents changed the accessories. Caller reported the patient woke up in the morning and felt sick, nauseous, and vomiting with a blood glucose level of 330 mg/dl; took correction via the pump with no success. Caller stated in the evening the parents drove the patient to the hospital where her blood glucose level was 330 mg/dl and ketones positive. Caller reported the patient was treated with insulin via perfusor. Caller stated in the morning of (B)(6) 2014 patient began pump therapy using a cannula from another lot number; blood glucose level okay. Caller reported the patient went home in the evening. Caller stated when the patient uses cannulas from this box; her blood glucose level gets higher. Caller reported the parents think the cannulas are defective. Requested return of the alleged infusion set for evaluation.